Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer¿s adc blood glucose meter would turn on with button press but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 8:00 pm customer was feeling ¿really sick¿ but she could not perform a test. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type, gave customer an unspecified amount insulin and transported her to a hospital. At the hospital, customer was diagnosed with hyperglycemia, ¿an ulcer and reflux¿. Caller did not know the specific treatment rendered at the hospital. Customer was hospitalized from (B)(6) 2017. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number was not provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle test strips. No further investigation was required as there was no confirmed complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer¿s adc blood glucose meter would turn on with button press but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 8:00 pm customer was feeling ¿really sick¿ but she could not perform a test. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type, gave customer an unspecified amount insulin and transported her to a hospital. At the hospital, customer was diagnosed with hyperglycemia, ¿an ulcer and reflux¿. Caller did not know the specific treatment rendered at the hospital. Customer was hospitalized from (B)(6) 2017 to (B)(6) 2017. There was no report of death or permanent injury associated with this event.